Event description:
It was reported there was a loss of therapeutic effect. There was no stimulation sensation. The patient had an "egd" upper endoscopy procedure last monday (B)(6) 2012. She did not turn her device off for the procedure. The patient had been going to the bathroom more and "wetting her clothes." Reprogramming was performed in (B)(6) and the implantable neurostimulator (ins) was set at 1.5 volts. The patient has since increased settings to 1.6 volts and usually felt stimulation in her left bottom thigh, but was not feeling it at the time of the report. The patient increased stimulation to 1.7 volts and could feel stimulation again. On (B)(6) 2012 it was reported the patient never had therapeutic effect. The patient was not getting any relief of symptoms from the previous settings adjustment. The patient was experiencing a loss of bladder control. It as noted she "can't make it to the bathroom on time" and she "wet her clothes." The ins was at program 2 at 1.3 volts with no therapeutic effect and has since been set to program 2 at 3.1 and she has a sharp pain down the bottom right side of the stomach area. The patient was uncomfortable when she sat down and was not getting stimulation in the bicycle seat area. After increasing stimulation to program 3 and 3.3 volts, the patient could feel stimulation in the bicycle seat area.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v931557, implanted: (B)(6) 2012. Product type: lead. (B)(4).